Event description:
It was reported the device paddles were worn out. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. However, the customer did not accept the quote. Based on the information available, there is insufficient information to confirm the reported problem. The remote service engineer provided a quote for diagnostic service, however, the quote was not accepted by the customer. The investigation concludes that no further action is required at this time. H3 other text : the customer did not accept the quote for onsite diagnostic service.